Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up visit, initial interrogation found the device in back-up code a. The device could not be programmed and was pacing at 70 ppm in vvi mode.